Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating they have been experiencing sleepiness since implant and they are not sure if it was caused by the surgery or the ins itself. Caller further reports that the doctors initially thought her chest pains was atrial fibrillation as she had a heart rate that was up and down but they got tests done and she was ok and it could have been acid reflux.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported that since the recent ins implantation, they had been ¿having some things going on and is concerned that maybe these "reactions" have to do with her not doing something properly, but she doesn't know¿. The patient clarified that they were having headaches and some chest pains, now and then, around the site of the ins. They also reported they noticed some changes in their tremors and they were exasperated than before. The patient stated that this may just be because they needed to be reprogrammed or had a change in their body (they did not know). In addition, the patient reported the everyday, charging the ins was different even though they kept the recharger charged and charged around the same time every day. Last night, the patient charged for a whole hour, which they thought was a long time, and the other day they charged for 20 minutes. The patient was a little worried as a result. The patient mentioned they noticed changes to recharge coupling, where they would have full coupling and, then all of a sudden, it would go down to one or 2 coupling boxes. The patient stated that they did not use the recharging holster and it was recommend to use it. The day after implant, the patient started charging and was never given directions by their healthcare professional (hcp). They also had not had a post-operative wound check. The manufacturer¿s representative was not made aware of the patient¿s problems/concerns. The patient was going to follow up with their hcp for the symptoms reported. There were no further complications reported or anticipated. Additional information received from the patient on jan. 11, 2018 reported that they had been having problems with headaches and dizziness. They spoke to a ¿call back doctor¿ from their doctor¿s office and was told these issues were unrelated to the ins device/therapy. However, the patient was unsure if they were related. The patient stated that they had not been feeling goo d since implant of the rechargeable device. The patient clarified they were ¿tired, not feeling well, and not feeling herself¿ and mentioned they did not have these problems before the device was implanted. In addition, the patient reported they charged the ins the day after the implant procedure because they did not know they were supposed to give the incision time to heal. The day prior, the patient reported they experienced excruciating pain in their chest to the left of the ins. They went to the emergency room (ER) and stayed overnight but ¿they did not find anything¿. The patient noted that they had tests done and their ¿heart was good¿. When they contacted their doctor, they were told to contact the manufacturer to see if the pain may be related to the implanted device. The patient desired to have the ins device ¿checked out¿ and was going to follow up with their healthcare professional (hcp) for the issues.